Event description:
When the surgeon tried to put the device, he realized that it would be necessary to use the persuader. When he tried to disassemble it from the key to connect it in the step-down, the device didn¿t disassemble.per affiliate filament was torn or misshapen in screw. Complaint MDR rationale reviewed and the complaint is reportable based torn threads

Manufacturer narrative:
A DHR review and 12 month complaint review was completed prior to receipt of device. A follow up report will be filed upon completion of the full device evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. The trending search indicated a total of 4 reported complaints for issues relating to the difficulty fitting the set screw into the screw head. In this complaint file there was no reported harm to the patient nor is potential harm expected if fault were to recur as indicated per the MDR decision tree. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned set screw found threads to be torn and peeled off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the single inner setscrew threads becoming torn and peeled off from device cannot positively be determined. However, one possible root cause may have been that the single inner setscrew was not properly seated and inadvertently cross threading occurred. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial (B)(4) is incorrect and should be (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.